Event description:
On january 4, 2007 the lay user/patient contacted lifescan alleging that his one touch ultra did not turn on since december 23, 2006. The patient reportedly has had the meter for over a year, has not replaced the battery, and did not recall seeing a warning to replace the battery. He attempted to troubleshoot the power issue by reseating the battery but it did not resolve the issue. The patient did not have a backup meter. The patient tests 4 times per day and takes novorapid and lantus. The patient stated that although he was unable to test on his meter, he kept with his normal insulin regimen. In 2006 morning, the patient reportedly had "low" symptoms, dizziness, shakes, and "flashing in front of eyes." He did not attempt to test on his meter while experiencing symptoms and administered self-care with his normal insulin regimen. Four days later, the patient contacted the nurse because he was feeling tired and symptoms of high blood glucose levels. The nurse advised him to take "extra" insulin to "counteract" the symptoms. When asked if he was experiencing any symptoms of high or low blood glucose after taking the insulin in 2006, the patient replied by stating that his "readings are very erratic at the moment" and he is trying to "stabilize" them; it was unclear if the patient suffered any symptoms after taking his insulin. The customer care advocate (cca) verified that the battery was correctly installed and the correct strips were being used. The cca noted that the battery was not replaced per the owner's manual and the patient did not have a replacement battery to troubleshoot the power issue. There is no indication that the product malfunctioned since the battery was not replaced per the owner's manual; however, this complaint is being reported because the patient was unable to test on his meter and then developed symptoms that may suggest high and/or low blood glucose levels.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.